Event description:
Reusable impactor handle broke when scrub tech opened the reusable instrument tray after sterilization.

Manufacturer narrative:
Reusable impactor handle broke when scrub tech opened the reusable instrument tray after sterilization. A second reusable instrument tray was available to complete the case. Review of the device history record indicates that the device was manufactured to specification.